Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/01/2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels up to 395 mg/dl following the end of their cgm sensor session and unsuccessful attempts to reconnect. The user was without sensor input for approximately two days, during which time they reported sustained high bg levels. On 09/04/2025 the user successfully connected a new sensor and resumed insulin delivery with levels returning to target range. No hospitalization, medical intervention, or long-term effects were reported.